Manufacturer narrative:
The device was returned for evaluation. Visual inspection found both haptics and small pieces of the optic torn off. One haptic with a small piece of the optic is lying loose in the carrier. The haptic is also bent. The other haptic was not returned. The optic is torn nearly to the ctr of the optic. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. The product was deemed acceptable for release. Based on the current info a definitive root cause of the reported event could not be determined. It is to be noted that the inserter used in this event was not a validated b+l inserter for this lens.

Event description:
It was reported that during lens insertion the capsular bag was damaged. The lens was removed and a vitrectomy was performed. A different model lens was implanted. The doctor believes the pt will ultimately do well. The inserter used in this event was not a b+l inserter. The viscoelastic that was used during this event is reported under 1119279-2014-00118.